Event description:
It was reported that when the patient was last seen, the device indicated 15 months for a 95th percentile for battery longevity and 7 months for low end. The device had tripped elective replacement indicator (eri) in less than the expected time. The patient is booked on an urgent device replacement. It was noted there was high and increased threshold on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).